Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 3 years post xience prime stent implantation in the proximal circumflex artery, the patient had progressively worse angina and per diagnostic catheterization, was found to have 99% in-stent restenosis. Percutaneous coronary intervention was successfully performed. On (B)(6) 2012, the condition resolved and the patient was discharged. There was no adverse patient sequela reported. There was no additional information provided.